Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to verify the reported issue. The stm found moisture throughout system and performed the condensation removal procedure and then performed a leak test. The iabp passed all leak testing. Low vacuum alarm was still present upon removal of patient circuit. The stm investigated further and found moisture in the transducers. Once the moisture was cleaned out the iabp ran normally and the low vacuum alarm and system failure alarms were no longer an issue. These alarms presented as code 57 and code 61. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that a system failure occurred on a cs300 intra-aortic balloon pump (iabp). It was later clarified that the customer had low vacuum and system failure alarm. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.